Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient experienced hyperglycemia and received treatment with insulin pump.the infusion set was in use for one day. No further information is available.